Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had her vns explanted because she no longer wanted it. The patient had lost weight and the device became uncomfortable. The explant was not to preclude a serious injury. During review of the programming history available to the manufacturer, it was found that the high impedance had previously been found during a systems diagnostics test. Follow-up with the physician found that they were not aware of high impedance and the device had reportedly been disabled on the date high impedance found due to the discomfort. The explanted lead and generator were returned and underwent analysis. The generator performed to specifications and no anomalies were found. The entire lead was not returned. Analysis of the lead found fractures in both lead coils. Pitting was present at the site of the fracture. Dried body fluids were present in the inner and outer tubing however no obvious point of entry into the inner tubing was observed other than openings made during explant. No adverse events have been reported as a result of the lead fracture.